Event description:
Surgeon claims that he was unable to seat insert to baseplate. Another insert was available and the new insert seated correctly. There was no avverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. Impaction of a misaligned insert damages the anterior locking tab which then precludes proper assemblly onto the baseplate.